Manufacturer narrative:
The system was evaluated by a siemens engineer and was operating within specifications. The system operators manual clearly warns of the introduction of ferrous objects to the examination room. This event occurred in (B)(6): (B)(6).

Event description:
It was reported to siemens that before a procedure on the magnetom spectra system, a patient was injured. The patient was being transported into the examination room when the stretcher became attracted to the magnet. The patient suffered an injury to the head which required sutures by the attending surgeon.